Manufacturer narrative:
This rv lead was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged, and exhibited pacing impedance values below 200 ohms. During the replacement procedure of this rv lead it was noted there was insulation damage. The physician also elected to explant the first rv lead, which was implanted in 2005 and capped in 2008. A whole new system was implanted. There were no adverse patient effects reported.